Event description:
It was reported that the anchor broke; all pieces were removed from the patient. No additional bone holes were drilled, no patient injury reported. A backup device was used to complete the procedure.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. The first two distal threads have broken off and were not returned for evaluation. The break is angular in nature. Additionally there is damage to the threads of the screw consistent with being handled with a hemostat or other grasping device. Dimensional assessment was limited to major diameter and wall thickness, which were found to meet print specifications. With the limited clinical details provided regarding tunnel size, graft type and size no root cause can be determined.